Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a "loose cable issue". The customer reported there was no patient involvement.